Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 which occurred on home choice (hc) during use during initial drain. The baxter technical representative (tsr) had the home patient (hp) cycle power, hc alarmed with se 2367, cycle power again. The hp will start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report

Manufacturer narrative:
(B)(4) and 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The se 2240 alarm was not confirmed.the cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4) and (B)(4).